Manufacturer narrative:
(B) (4). Bard MDR #: 1018233-2010-00003.

Event description:
Procedure type: urological. According to the reporter: the pt underwent a posterior repair procedure for treatment of a pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced erosion of the vaginal wall, physical deformity, and loss of the ability to engage in sex. Pt has undergone or will undergo corrective surgery or surgeries including excision of tissue on (B) (6) 2007, (B) (6) 2008 and (B) (6) 2009. The device remains implanted.